Event description:
Per the clinic, the device was explanted on (B)(6) 2018, due to the patient experiencing a lack of benefit from onset, resulting in device non-use. It is unknown whether the patient was reimplanted with another cochlear device, as of the date of this report.